Manufacturer narrative:
(B)(4). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. (B)(4).

Event description:
The device was explanted and replaced. Premature battery depletion was suspected. The patient was in stable condition.

Manufacturer narrative:
Conclusion code not available. The device longevity was evaluated and the allegation of premature battery depletion was confirmed. The premature battery depletion was due to an excessive current demand of the electronics. The device electronics module was found to consume excess current during testing. The device functionality was tested using test leads and resistor loads and no anomaly was detected.